Event description:
It was reported that a homechoice device experienced a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in set/line) alarm. The home patient was connected at the time of the alarm. It is unknown in what cycle of peritoneal dialysis therapy the reported event occurred. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.